Event description:
The customer reported having low blood glucose in two occasions. The customer had checked all his settings and compares them to what he had written and they are all correct. The blood glucose reading at time of call was 113mg/dl. A follow was conducted and found that the paramedics were called, and the customer was taken to the hospital due his low blood glucose of 46mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The drive support cap disk was inspected and no anomaly was noted. The unit had missing end cap sticker.